Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose reaching 382 mg/dl and later decreasing to 338 mg/dl, and the user declined on-call troubleshooting such as site disconnection or infusion set change while at work. Symptoms included hyperglycemia without reported ketones, adverse effects, or need for third-party or medical assistance. Outcomes included stabilization of blood glucose later the same day without changing supplies and no alerts or alarms reported. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no reported issues with the infusion set, connector, or cartridge, and no device malfunction was identified; the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.